Event description:
The customer stated, she was hospitalized for high blood glucose, and the reading was approximately 630 mg/dl. The customer stated, she had been experiencing high blood glucose levels for one week prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test and the programming was correct. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.